Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing "---" (three dashes) on the display screen of his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 5:30 pm. He stated that he manages her diabetes "everyday: with humalog, lantus, metformin and actos and due to the alleged issue he continued taking his usual dose of medications. He claimed at an unspecified time before the alleged issue started he felt "confused and lost hearing." In response to his symptoms, on (B)(6) 2011, at 6:15 pm, he was reportedly in the emergency room (ER), where his glucose was tested with an ER meter. He reported that they obtained a glucose result of "24 mg/dl", and the patient was treated with IV glucose. During the initial call with customer service, the agent noted that the issue was resolved after coding the meter successfully. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.